Manufacturer narrative:
The cello balloon guide catheter was returned for analysis without the balloon inflation port. The reason for not returning the port was not provided. No damages or irregularities were found with the main lumen or balloon lumen hubs. The strain relief was removed. The adhesive appears to be applied circumferentially around catheter shaft at distal end of hub. The catheter shaft was found to be partially broken, kinked, and flattened. The distal balloon tip was found to be compressed. The balloon does not appear to be damaged. The cello balloon guide catheter main lumen was flushed, water exited from the break in the catheter shaft and from the distal tip. The cello balloon lumen hub was then flushed, water exited from the break in the catheter shaft and main hub lumen. No other anomalies were observed. The cello balloon guide catheter will be sent to further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke case of left middle cerebral artery, while prepping the cello balloon guide catheter, the balloon did not inflate. Balloon was prepped without any problem using normal technique on the back table. Another cello was used and completes the case. No patient injury occurred.

Manufacturer narrative:
The cello balloon guide catheter was also noted to be crushed at balloon part (tip of tube) and kinked (at 2 locations) at the distal side of the tube. The tube was also noted to be fractured. The inner tube inside the hub was also crushed. Upon flushing the balloon with water, the water leaked from the connection part of the inner tube inside the hub. If information is provided in the future, a supplemental report will be issued.